Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 420205-16/lot # n10210405 -0077) associated with this event has been performed. Per logs, the instrument was last used in a procedure on (B)(6)2021 on system usg706. The instrument has a maximum of 10 uses and there was one use remaining after the last procedure. Based on the information available, it is unknown if the damage that was identified during central processing occurred during the last procedure, or during central processing. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implanted date is not applicable because the product is not implantable. Information for the blank fields in name and address is not available. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument radio frequency cable was found to be broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage. No further details were provided, but the instrument will be returned to isi for evaluation.